Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 317 mg/dl after programming the insulin pump. Customer got the new insulin pump. Customer then bolus to themselves and blood glucose level started increasing to 400 mg/dl. Customer did not rewind their insulin pump before putting reservoir in it. Customer declined troubleshooting for issue. The insulin pump will not returned for analysis.